Manufacturer narrative:
The mentioned system was shipped from motion concepts to medbloc (motion concepts USA importer/distributor), as per dealer requirements, on 21-sep-2020 and then was sold to national seating & mobility, CT on 29-sep-2019. The dealer did not report any system malfunctions but stated that, no injury was involved during this incident. However, as the incident involves motion concepts system, we considered this incident reportable.

Event description:
On 23-oct-2020, motion concepts lp was notified by medbloc inc. (Motion concepts importer), that one of their dealers (national seating & mobility, (B)(4)) informed them of an incident that took place on (B)(6) 2020. The dealer reported that the end user was hit by a bus and there was no injury reported on the end-user, but the wheelchair needs to replace the entire center mount assembly as it was damaged during the accident. The dealer also stated that the chair was driving fine and no issues were noted on the motors used on the mentioned system.